Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware components were replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that the returned ups was standalone tested and found to have blown fet's. Otherwise; outputs v1-5 measured 49.31 volts and outputs measured 12.22 volts, all expected voltage. The power button illuminated and powered off/on the system as intended. Analysis found that the reported event was related to an electrical issue. The battery was returned to the manufacturer for analysis. Analysis found that the battery measured 21.22 vdc. The accompanying ups was found to have blown fets which caused the battery to drain. The reported issue was confirmed. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the battery was not holding charge. They had the system plugged in over the weekend and when unplugging the system died immediately. They were getting a ups error message in the software and self test was showing 0%. It was also reported that when the site was verifying instruments for this spine case, prior to patient present, the main cart shut down on its own, and the camera cart remained on with a connection failure to the main cart. The entire main cart had shut down, including the power button light and the monitor. They were able to power the system back on. There was no patient present when this issue was identified.